Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was completed. The increased intra-peritoneal volume (iipv) event was identified during review of the event history log. Upon conclusion of the investigation, the cause of the condition was determined to be use error, inappropriate bypass of the drain, not including initial drain. Homechoice / homechoice pro apd systems patient at-home guide gives instructions on how to bypass the drain phase. A review of the label for the product family will be conducted. Should relevant additional information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2014 at 23:40:24. During night drain cycle four, the patient's ultrafiltration reading was 1039ml, indicating the home patient drained 1039ml more than their maximum programmed fill volume of 1500ml. No additional information is available.